Event description:
After yawning, the user noticed that the hearing performance with the device on the right ear became intermittent. Re-implantation surgery is scheduled for (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After yawning, the user noticed that the hearing performance with the device on the right ear became intermittent. The user was reimplanted.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.